Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call partial display and moisture damage on the insulin pump. Customer's blood glucose level was 250 mg/dl. Troubleshooting for moisture damage was performed. Customer advised the insulin pump was exposed to insulin. Customer advised they used a syringe to put insulin into their infusion set and may have punctured the seal of the reservoir. Troubleshooting for partial display was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected missing segments/partial display noted during testing. No punctures on the pump were noted. The pump passed the displacement and self tests. Moisture damage on all electronic assemblies was noted. The pump also had corrosion on the motor assembly, minor scratches on the lcd window, a cracked reservoir tube lip and scratches on the reservoir tube window.